Event description:
Started IV on patient with a 22 g saf-t-intima. When clamping the tubing after flushing, the entire tubing piece came disconnected from the blue y-site. The IV had to be removed and another IV placed so the patient could receive treatment.